Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that lead migration issue was observed where in the lead had migrated down from the t9 position to the bottom of the t10 position. Patient did not experience ineffective therapy as a result of the migration issue. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that lead revision occurred on (B)(6) 2020 where in the lead was repositioned from t10 to t9. There were no complications during the procedure. Patient was stable.